Event description:
Boston scientific received information that a red alert was detected for low out of range pacing impedance measurements, and there were some ventricular fibrillation (vf) episodes recorded due to noise. The noise was reproducible. The decision was made to reprogram the device. The charge time was lengthened, and a lead revision will be performed within the new future. This patient is not pacemaker dependent, and no inappropriate therapy was delivered. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead was explanted and replaced. Upon removal of this lead, insulation damage was confirmed. This lead will not be returned for laboratory analysis.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.